Manufacturer narrative:
(B)(4).

Event description:
New information notes that externalized conductors were also observed on the lead. The lead was explanted.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that during the explant the physician had difficulties advancing the stylet down the lead. The patient had hypotension during surgery, and pain post-operation. Patient was held until the next day and was discharge in stable condition.

Manufacturer narrative:
Internal insulation abrasion was noted at 9.7-10.9cm from the lead tip. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on a stored egm via remote transmission when an asymptomatic patient was presented in clinic. The decision was made to disable the patients tachy and brady therapies as the patient no longer require pacing or tachy therapies. The patient will continue to be monitored and was stable at the time of the call.